Event description:
During baxter's review of the event history of another report, failure code 808:02 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This involved a colleague infusion pump with user interface module master software version 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device was not previously serviced for the reported condition.